Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not power up and the power supply was therefore replaced. Additionally the hard drive was reconfigured and the software reloaded. The device then passed functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.